Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported following implant, the patient was treated with antibiotics for an infection at the implant site. During this time, pain, drainage, penis swelling, dehiscence, scrotal ecchymosis, and a hematoma were noted. The infection was treated with antibiotics and eventually resolved. It was also reported that the device worked but was difficult to operate due to stiffness for approximately one month following implant. Inflation, deflation, and valve difficulties were eventually encountered. Following successful use during intercourse, the device would no longer activate. The patient also reported increased urinary frequency and urgency. The device was later revised and scrotoplasty was performed. The patient reported the device was still not performing as intended. Subsequent information was received indicating that the device had been explanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported following implant, the patient was treated with antibiotics for an infection at the implant site. During this time, pain, drainage, penis swelling, dehiscence, scrotal ecchymosis, and a hematoma were noted. The infection was treated with antibiotics and eventually resolved. It was also reported that the device worked but was difficult to operate due to stiffness for approximately one month following implant. Inflation, deflation, and valve difficulties were eventually encountered. Following successful use during intercourse, the device would no longer activate. The patient also reported increased urinary frequency and urgency. The device was later revised and scrotoplasty was performed. The patient reported the device was still not performing as intended. Evidence suggests that the device is still in service. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. H6: added code for dehiscence.

Event description:
It was reported following the implant of this inflatable penile prosthesis, the patient was treated with antibiotics for an infection at the implant site. During this time, pain, drainage, penis swelling, dehiscence, scrotal ecchymosis, and a hematoma were noted. The infection was treated with antibiotics and eventually resolved. It was also reported that the device worked but was difficult to operate due to stiffness for approximately one month following implant. Inflation, deflation, and valve difficulties were eventually encountered. Following successful use during intercourse, the device would no longer activate. The patient also reported increased urinary frequency and urgency. The device was later revised and scrotoplasty was performed. The patient reported the device was still not performing as intended. Evidence suggests that the device is still in service. No additional patient complications were reported.

Event description:
It was reported following implant, the patient was treated with antibiotics for an infection at the implant site. During this time, pain, drainage, penis swelling, dehiscence, scrotal ecchymosis, and a hematoma were noted. The infection was treated with antibiotics and eventually resolved. It was also reported that the device worked but was difficult to operate due to stiffness for approximately one month following implant. Inflation, deflation, and valve difficulties were eventually encountered. Following successful use during intercourse, the device would no longer activate. The patient also reported increased urinary frequency and urgency. The device was later revised and scrotoplasty was performed. The patient reported the device was still not performing as intended. No additional patient complications were reported. Additional information was received indicating that the device was later explanted and replaced. The physician noted that there was some scarring and adhesion but stated that the prosthesis was removed and replaced without difficulty; new cylinders and a pump were implanted but the chronic reservoir was used. One day post-implant the patient was seen for a follow up. Mild wound drainage was noted and reported to be insignificant. At a follow-up approximately two months later, the physician mentioned that there was slight buckling of the device in the corpora but noted that the prosthesis was sufficient for intercourse. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually and microscopically inspected and leak tested. Both cylinders had holes and resultant leaks in the body consistent with explant damage. Due to this damage, neither cylinder was pressure tested. The pump was visually and microscopically examined and underwent functional testing. No damage was found upon inspection but the device did not pass activation testing or the valve deactivation state testing. This could have caused the reported clinical observations of mechanical issues and inflation and deflation anomalies. The remaining allegations could not be confirmed via analysis but are included in the hazard analysis and instructions for use as known inherent risks of device implant and use.